Event description:
The manufacturer received information alleging a ventilator's display screen and blower would not turn on. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, issues were identified with the device's inverter board, system board, and sensor board. The device's inverter board, system board, and sensor board were replaced to address the issues.